Event description:
Pt was scheduled on 11/5/96 to have port removed. Pt's surgeon had remarked to send port back to MFR because it "didn't work." Several days later, when this report had to be filled out, dr was asked to clarify how or why the port "didn't work." The pt's name was given to him and she replied that it was removed from this particular pt because "she's finished with her chemotherapy." Co techs have completed their evaluation of the port. It was reported the system spontaneously fractured with migration of the distal portion of the catheter to the heart. It was reported the catheter was retrieved in radiology. Via a surgical procedure the portal was removed. The catheter was not saved but the portal was sent to MFR for evaluation. The returned product was a portal with an attached three and one-half inch section of catheter that was attached via a connector. Under microscopic examination the techs found the end of the catheter to be oval in shape with a rough surface. These findings suggest the catheter had been compressed between the clavicle and the first rib. This situation has been brought to the attention of co qa assurance personnel. Catheter transection is a well documented potential complication of chest placed catheters. The medical lit indicates that a catheter placed too medially in the angle between the clavicle and first rib may be subjected to compression at this point, which can ultimately lead to catheter transection and embolization.